Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from (B)(6) 2022, to the present. From (B)(6) 2022 until (B)(6) 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until (B)(6) 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 7 sensors were reported (serial numbers unknown) and they have been captured under this submission. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from (B)(6) 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023. My sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have had 12 of these sensors from october 24th, 2022, to the present. From october 2022 until december 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until december 2022. Starting in 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the reestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am 2023. A finger stick test at 7am 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm". No further information was provided. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.